Event description:
Diabetic ketoacidosis. A patient who was using an innovo insulin doser and novolog penfill (insulin aspart) for diabetes of an unknown type, was hospitalized with diabetic ketoacidosis while using the products. This was reportedly due to device malfunction. The patient uses the innovo insulin doser with novolog penfill insulin before meals and adjusts a sliding scale dose when needed for high blood glucose readings. The diabetes education nurse and the patient have reported that the insulin doser, which holds a cartridge with 300 units of insulin apparently stops giving any injections when the remaining insulin volume is 50 units; no alarm is sounded, nor is it otherwise communicated that doses are not actually being given. The patient therefore thought that the blood glucose levels were treated appropriately, but the blood glucose levels kept rising until the patient developed diabetic ketoacidosis, requiring admission to the intensive care unit. Initial blood glucose on admission was 575 mg/dl, hc03 was 6 meq/l and base deficit was 24.6 meq/l. The patient responded to insulin and fluid resuscitation in the hospital and was discharged after 3.5 days.